Event description:
Procedure type: urological / gynecological. According to the reporter: the pt underwent treatment for pelvic pain and incontinence. She experienced erosion and underwent a revision on (B)(6) 2004. In (B)(6) 2009, she underwent explants 12cm of sling. She continued to suffer from chronic wounds in the pelvis and have recurrent abscesses. On (B)(6) 2010, pt underwent sharp debridement of the right groin and removal of vaginal foreign body said to be nash. She experiences pain. Operative note of (B)(6) 2004 lists, the post operative diagnosis of pelvic pain, adhesions and sui: preoperative diagnosis of pelvic pain, ovarian cyst and stress incontinence post op diagnosis-pelvic pain ovarian cyst stress incontinence and pelvis adhesions. Procedure includes diagnostic laparoscopy open adhesiolysis bilateral sapling-oophorectomy and suburethral sling. Found to have extensive adhesions involving the omentum and anterior abdominal wall. Adhesions to the ovaries bilaterally and the ovaries were adhered to the pelvic side walls.

Manufacturer narrative:
(B)(4).